Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2009. The pt reported that when he tries to increase the ipg stimulation via the pt programmer, the stimulation ramps up to the maximum programmed comfort. The pt is reportedly unable to decrease the stimulation at all. Unfortunately, he must disable the therapies as it causes such discomfort. A new pt programmer was sent to the pt in an effort to correct the issue. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the ipg remains implanted. No further pt complications were reported.